Event description:
The hospital biomed reported that the trendelenburg feature would not function on this bed. After troubleshooting with a hill-rom service tech, it was discovered that a trend limit switch was out of adjustment. After he adjusted the limit switch, the bed operated as designed. He stated there were no adverse events associated with this product malfunction.